Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. No parts have been received by manufacturer for analysis. No parts were replaced. No further issues have been reported.

Event description:
A medtronic representative received a report from a site biomed representative, that while in an ear, nose and throat (ent) procedure, the surgeon alleged an inaccuracy. The biomed representative stated "guidance is off. It was explained that when instrument is still in patient's nose, it is showing that it is in the patient's sinus." No specific measurement, or direction, of the alleged inaccuracy was provided, and further details regarding this issue, specifically when it occurred, were reported. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. While at the site with biomed, the rep tried first to replicate the reported issue using resin head and with multiple registrations without success. The rep verified the two sets of the ent instruments they have at the site, and are all within specs. Examination of the patient CT scan, the rep noticed missing tip of the nose on the CT scan. The hardware and instruments passed the system checkout. The system was found to be fully functional. The instructions for use (IFU) which accompanies the device contains guidance and instructions regarding proper imaging protocols for cranial, dbs, spine, and ent applications.